Event description:
St. Jude medical daig division was notified of an incident that involved the capping of a myocardial sutureless permanent pacing lead, which had been implanted in 1989. An event summary report was received from guidant corporation indicating that the lead was capped and removed from service in 2001 due to oversensing. The patient received a new system. The status of the patient is unknown.